Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Pt reported the infusion device gives no alarms or errors such as an e4 (occlusion) error or a2 (battery low) alert. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.